Manufacturer narrative:
Based on the current information provided, the cause of the tissue entrapment is unknown. The product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) confirmed and replicated the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end and a loose grip cable at the distal end. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted inguinal hernia repair, the force bipolar forceps failed to open and the "emergency key" was used unsuccessfully resulting in the unnecessary removal of an unspecified tissue to remove the instrument. After failing to open, "exposed wires" were noted at the neck of the device that were not noted prior to use. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has made multiple unsuccessful follow up attempts.